Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was coronary arteriosclerosis angioplasty, diabetes mellitus type 1, coronary bypass grafting multivessel, cerebrovascular disease status post cerebrovascular accident, congestive heart failure. The caller stated that the customer's death was unexpected. The customer had neuropathy wound on the toe that was not healing because of diabetes, gastroparesis, vitamin d deficiency, congestive heart failure, major heart attack in (B)(6) of 2016, and a stroke in (B)(6) of 2015. The caller did not know the customer's blood glucose at the time of death. The last recorded bolus in the history of the insulin pump was 2.1 units at 22:06pm on (B)(6) 2016 and blood glucose of 326 mg/dl. The customer was wearing the insulin pump at the time of passing. The customer was using sensors and was wearing one at the time of passing. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and dat at 0.08700 inches. Pump received with energizer alkaline battery. Pump received with cracked reservoir tube lip and cracked battery tube threads. Data analysis: there is no data listed for the dated of 12/12/2016 due to pump received depleted battery installed.

Event description:
It was reported that the customer passed away at home. The cause of death was coronary arteriosclerosis angioplasty, diabetes mellitus type 1, coronary bypass grafting multivessel, cerebrovascular disease status post cerebrovascular accident, congestive heart failure. The caller stated that the customer's death was unexpected. The customer had neuropathy wound on the toe that was not healing because of diabetes, gastroparesis, vitamin d deficiency, congestive heart failure, major heart attack in (B)(6) 2016, and a stroke in (B)(6) 2015. The caller did not know the customer's blood glucose at the time of death. The last recorded bolus in the history of the insulin pump was 2.1 units at 22:06 pm on (B)(6) 2016 and blood glucose of 326 mg/dl. The customer was wearing the insulin pump at the time of passing. The customer was using sensors and was wearing one at the time of passing. The caller agreed returning the insulin pump for analysis.